Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
The bd plastipak 50 ml syringes, in which our preparers found a liquid in the syringes. Have you already had the opportunity to investigate this, especially from a microbiological point of view? It is very important for us to understand what this situation means for us as it concerns the safety of our patients. We would therefore appreciate a response from you as soon as possible. The bd plastipak 50 ml syringes (ref 300865, lot 2309787), we have been seeing liquid on the top of the pestle, with the tip then also becoming completely contaminated with this liquid when pushed through. As we use these syringes in the pharmacy for aseptic preparation, we were therefore wondering whether it is normal to find liquid in these syringes and what kind of liquid it is. According to you, the syringes should be delivered completely dry. If known and usual, we would like to know more about this liquid from a microbiological point of view. I.e. Can it hurt if a little liquid from the syringes gets into the infusion bag?

Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: one photo and four physical samples were provided to our quality team for investigation. Through visual inspection silicone was observed. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. The samples underwent these same tests and found two syringes were slightly above our specified limits, however, it was verified the quantity was still compliant with iso-7886-1. A device history review was performed for the reported lot 2309787, no deviations or non-conformances related to this issue were identified during the manufacturing process retained samples were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. Given the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe. While we could not identify a direct issue, a project has been initiated to further review our silicone process. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends..